Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: evac seroma.

Event description:
Healthcare professional reported right side evac seroma. Device was explanted and replaced.

Manufacturer narrative:
The event of seroma captured in contralateral side, MDR 9617229-2023-05572.

Event description:
Previous medwatch submission noted, seroma. Upon further information, allergan has determined, that the event of seroma did not occur on the right side device.